Manufacturer narrative:
Insulin pump was received with broken off/missing end cap, minor scratched display window, cracked battery tube threads, missing reservoir tube o-ring, and completely broken off reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock/click in place. Insulin pump passed the idle current test and run current test. Unable to perform self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, or verify excessive no delivery alarm due to broken off/missing end cap.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The event was resolved by changing the set completely. The insulin pump had a crack in the reservoir chamber. The reservoir did not stay in. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.